Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error and a prime anomaly on the insulin pump. The customer's blood glucose was 299 mg/dl. The customer stated that when she tried to change her set and activate the pump, the pump does not respond. The customer stated that the pump went out of control and delivered insulin non-stop. The customer stated that she was not able to stop the pump since the buttons were not working properly. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The insulin pump motor had moisture damage however, passed functional testing, including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No prime fill anomaly noted. A test bolus was programmed and stop the bolus delivery by using the suspend feature. No bolus anomaly or suspend anomaly noted. All of the buttons functioned properly, no damage noted on the keypad traces and the connector on the lcd board was locked. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.